Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope when the up or down button was used, interference occurred, the endoscope lighting. The issue occurred during set up. There were no reports of patient harm.